Manufacturer narrative:
Investigation results: sample evaluation: two photos were received by bd canaan and evaluated. The product in the photo is a single packaged 3ml syringe confirmed to be from batch #7122982 (p/n 309657). The sample has missing print at various points throughout the barrel. The tip of the barrel was not shown in the photos therefore could not be evaluated. The flange appears to show signs of discoloration, however due to low photo resolution quality, it could not be evaluated in greater detail to be confirmed. DHR review for batch 7122982 (p/n 309657): manufacturing dates: 05/24/2017 to 05/25/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7122982 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a printing defect on the ¿numbers¿ and foreign matter found on the tip of the 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. There was no report of injury or medical intervention.